Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. The patient exams were examined. Registration trace was good on the forehead, but only had 1 trace point going posterior.

Event description:
Medtronic received information regarding a navigation device being used for a catheter placement procedure. It was reported that there was an alleged inaccuracy inside the brain. Site reported that accuracy was verified before draping, superficially checked after draping. Issue resolved by performing a respin. There was no impact to patient. There was no reported delay to the procedure due to this issue.

Manufacturer narrative:
Correction: it was reported that the inaccuracy was 1 centimeters when inside the brain. It was noted that the accuracy looked good superficially after "deaping". Site went back superficially and were accurate again. Respin was not performed. If information is provided in the future, a supplemental report will be issued.